Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor break during insertion. This was detected during a repair of supraspinatus tendon tear in the right shoulder rotator cuff surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation has been confirmed. Photographic evidence provided from the field for an ar-1927bcf-45 with batch number 15381029 revealed that the anchor was damaged. Based on this evidence, arthrex has concluded that the most likely cause of the damage is misaligned insertion and/or prying and leveraging of the device during insertion.